Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a history of noise oversensing. The oversensing appeared in increasing episodes over time. The noise were sensed as non-sustained ventricular oversensing and non-sustained ventricular tachycardia and ventricular fibrillation more recently. The clinic was not able to reproduce the noise during in clinic check up after extensive testing via pocket manipulation and isometric testing. The patient was not symptomatic as a result of the anomaly. On (B)(6) 2019, the lead was successfully capped and replaced. There were no complications with the procedure.